Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were creating the pouch out of the stomach in a laparoscopic gastric bypass, the device would not fire. They noted that they were unable to squeeze the handle. They used a new reload to complete the case. There was no patient injury.